Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal gablofen with a concentration of ¿3000¿ (previously noted to be unknown baclofen 3000 mcg/ml at 325 mcg/day). A failed dye study occurred on (B)(6) 2016. The catheter was found not to be patent. Surgical intervention did not occur. The patient¿s status was ¿alive ¿ no injury¿. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8780, product type: catheter. (B)(4).

Event description:
It was reported that the patient was experiencing a change in therapy almost daily. The patient stated that they would be very spastic, legs "stinining", then as the patient stated experiences "dumps of medication". The patient did take oral baclofen when the patient experiences what she calls a "drop in therapy". A dye study was attempted. The interventional radiologist was unable to aspirate catheter, so dye was not injected. At the time of the report nothing else had been planned. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver baclofen. Outcome not reported. If additional information is received a follow-up report will be sent.